Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was not detected on bus. A field service engineer (fse) found a drawer failure icon displayed on the screen and requested the customer to log in and attempt recovery of the auxiliary half height 1.2 failure; however, the drawer and cubie pockets did not recover. The back of the auxiliary unit was opened and inspected, the drawer control board for drawer 1.2 was replaced, all cables were reseated, and the drawer was reassembled. The station was then powered on, and the fse logged into the hardware test application (hta). Drawer 1.1 was opened and all lids were tested to confirm proper operation. After rebooting and returning to the application, the customer successfully recovered the drawer failure for 1.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.2 had its last row of cubies not detected on the bus. Multiple 10 minute power cycles did not resolve the issue. The rest of the drawer was inventoried, and all other cubies functioned normally. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.